Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional test and archive data review. The root cause of the error message was due to a damaged drive train motor in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in march 2008 and it is 12 years old, well past beyond the expected serviceable life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, a ua139 (unable to hold compression position (system error)) was observed. Thus, confirming the reported complaint. The initial functional test failed due to "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. To remedy the error, drivetrain motor was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).